Event description:
The account alleges that air emboli was injected via the catheter into the patient's coronary artery. Patient made full recovery from CPR and was transferred to ccu. Procedure was abandoned and then proceeded the following day. Patient was admitted to the hospital for 2 nights instead of one.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were identified.